Event description:
It was reported the inner plastic seal popped out of the trocar sleeve and was in patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the inner plastic seal popped out of the trocar sleeve and was in patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Per additional information received on 07 may 2026, device was verified to be OEM therefore it will be sent to the OEM for their investigation. This event is non-reportable by stryker as distributor. As per 21 cfr part 803.1 (a), the report of this event is not the responsibility of stryker and the event has been submitted to the legal manufacturer who is responsible for completing and filing all reporting determinations. This event is no longer reportable.